Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with a trochanteric fixation nail advanced (tfna) nail. In (B)(6) 2019, the distal locking screw was removed for an unknown reason. On (B)(6) 2020, the patient visited the hospital and reported pain. The surgeon found that the femur was varus, and the nail had been broken at its distal hole. The surgeon is planning a reoperation in which the nail will be replaced with a longer one. Concomitant devices: locking screw (part: 04.005.528s, lot unknown, quantity: 1); tfna end cap (part: 04.038.000s, lot: unknown, quantity: 1); tfna helical blade (part: 04.038.300s, lot: unknown, quantity: 1). This report is for a 10mm/125 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Reviewing attached picture, the breakage of the nail can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: monument, manufacturing date: apr 28, 2016, expiration date: apr 01, 2026, part number: 04.037.014s, 10mm/125 deg ti cann tfna 235mm/right¿ sterile, lot number: h088244 (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns063025 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev a met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn 12473 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55, lot number: 9822924, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: 9937528, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 22-jan-2016 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h070444, lot quantity: 80 . Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagr i16.00, bp80, lot number: 9980176, lot quantity: 1,523 lbs. Certificate of test received from ati specialty metals dated oct 13, 2015 was reviewed and determined to be conforming. Lot summary report dated jan 06, 2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review jan14, 2020: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.